Event description:
Report received from (B)(6) requesting routine maintenance for the device. During servicing, the device motor was found to be overheating. The device was not used during surgery. There were no injuries or medical intervention related to the event. No additional information was available.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the condition of motor overheating was confirmed. During service the device failed the temperature test. If additional information becomes available a supplemental report will be submitted. (B)(4).